Event description:
Patient #1: during the resuscitation attempt on a vsa (vasospastic angina) call using the autopulse platform (sn (B)(6), the lifeband (lot #unknown) tore apart while in use. The crew performed manual CPR for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
The lifeband involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.